Event description:
The customer observed falsely elevated architect stat high sensitivity troponin-I and provided the following data: a 17 year old male presented with chest pain radiating to his arms. The patient had EKG's, cardiac MRI, and an echo along with blood work. There was no patient harm. The patient was diagnosed with myocarditis. The customer reported that the cardiac MRI was due to troponin result and EKG and that the diagnostic work-up was due to the symptoms related to the myocarditis diagnosis. Samples were sent for further testing and the results were lower and the customer reported this correlated with patient EKG, MRI, and echo results. The customer provided the following laboratory data: on (B)(6) 2025, sample ID (B)(6), result was >50,000 ng/l. Troponin t was 145 and beckman platform result was 6,280 ng/l. On (B)(6) 2025, sample ID (B)(6), result was 820 ng/l. Troponin t was 18 and beckman platform result was 26.1 ng/l. Patient normal ranges: male 4 - 34 ng/l. . There was no further impact to patient management.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitivity troponin-I and provided the following data: a 17 year old male presented with chest pain radiating to his arms. The patient had EKG's, cardiac MRI, and an echo along with blood work. There was no patient harm. The patient was diagnosed with myocarditis. The customer reported that the cardiac MRI was due to troponin result and EKG and that the diagnostic work-up was due to the symptoms related to the myocarditis diagnosis. Samples were sent for further testing and the results were lower and the customer reported this correlated with patient EKG, MRI, and echo results. The customer provided the following laboratory data: on (B)(6) 2025, sample ID (B)(6) result was >50,000 ng/l. Troponin t was 145 and beckman platform result was 6,280 ng/l. On (B)(6) 2025, sample ID (B)(6) result was 820 ng/l. Troponin t was 18 and beckman platform result was 26.1 ng/l. Patient normal ranges: male 4 - 34 ng/l. There was no further impact to patient management.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending for the architect stat high sensitive troponin-I reagent and complaint lot did not identify an increase in complaints for the complaint issue. Device history record review did not identify any non-conformances, potential non-conformances or deviations with lot 77553ud00and the complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit, which concluded that all specifications were met, indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. A malfunction was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. Per the expected values section in product labeling, the 99th percentile cutoff for male patients in the age range of 21 to 73 years is 35 pg/ml (35 ng/l). Abbott has not established expected ranges for female patients < 21 years old. Additionally, when an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 77553ud00was identified.